Event description:
The patient had a medical history of cardiovascular disease, arterial hypertension and pneumopathy. The patient was a smoker concomitant medications included chemotherapy and radiotherapy. In 2006, functional respiratory exploration (pre-operative work up) revealed fev1 at 38% and fev1/vc at 99%. On that day, the patient underwent lung biopsy involving the left inferior wedge. The intervention lasted 60 minutes. The surgical technique with the parenchyma was manual suture. A significant air leak was observed which required a treatment combining: suture and coseal application. The volume of coseal used was 4 ml with no stop of gas leak. Pleural drainage/siphon drainage was done (one time). Post-operative ventilation was spontaneous one day later air leak reappeared. Two days later, the patient died in the context of acute renal failure and bilateral brancholveolar carcinoma. The reporter considered the event as not related to conseal. Additional information of june 2006 after internal review, it was noticed that the patient died in a context of acute respiratory failue and bilateral branchoalveolar carcinoma and not due to acute renal failure as previously reported.

Manufacturer narrative:
This is an off label use of coseal. The patient died as a consequence of an acute renal dysfunction and the bilateral pulmonary adenocarcinoma, with the background of preexisting cardiovascular disease, arterial hypertension and pneumopathy. In this case the persistence of the aerial leak cannot be interpreted as a lack of efficacy, since the intraoperative sealing of the leak was not satisfactory. In the coseal IFU, in the application section the following, clear guidance is provided: "6. If the treated site fails to seal, blot the surface dry. Reclamping the vessel may be required to dry the field for reapplication of coseal. Reaaply sealant. Do not disturb the sealant. If the sealant does not seal, flush the site with saline, aspirate and use standard treatment." Based on thedetailed narrative the product has not been applied according to the IFU guidance. We agree with the reporter, that the death is not intrinsically related to the presence of coseal. Nevertheless, the inconsequent application resulted in a persistent leak that protentially may have contributed to the aggravation of a seriously deteriorated health status and an already severely impaired pulmonary function. Retraining with emphasis on this aspect of the product application is recommended.